Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge was failing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and need to be switched out onto a new refrigerator. A field service engineer (fse) removed the remote manager (rm) from the old unit and attached it to the new fridge. The rm was properly aligned and secured. The functionality was verified using the open/close test in the hardware test application (hta) to ensure successful operation. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge was failing.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.